Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified a defective sample probe. The fse replaced the sample probe to resolve the issue. The fse performed system maintenance, calibration, and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na) and chloride (cl) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for two (2) patients.